Event description:
It was reported that the manifold in a custom kit ruptured during high pressure contrast injection. There was no reported harm or injury to the pt or staff.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Evaluation conclusions: other, the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.